Manufacturer narrative:
In speaking with olympus technical support via the phone, no troubleshooting was performed. The device has been returned to olympus for evaluation but has not been completed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported on behalf of the customer, the user thought someone bumped into the soltive pro superpulsed laser system causing the new 200 micron tfl single use fiber to break and caused a fire in the laser system. The issue occurred during a therapeutic procedure. No patient injury was reported. This complaint is related to patient identifier: (B)(6) (200 micron tfl ball tip single use fiber, tfl-fbx200bs).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the evaluation confirmed that this device passed all inspection points and no fault was found with the console. However, it was found during the device evaluation for the laser fiber that the customers complaint was confirmed and the fiber body has been completely burnt off from the connector. See patient identifier: (B)(6) (200 micron tfl ball tip single use fiber, tfl-fbx200bs) for this related complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the device failure is due to someone bumping into the laser fiber while the laser was in use per the event description. This likely stressed the fiber beyond the minimal bend radius resulting in the fiber breaking, allowing laser energy to escape from this device. Although a final root cause was unable to be identified, the probable root cause of the event was due to a use error of the device. Olympus will continue to monitor field performance for this device.